Manufacturer narrative:
Results - the complaint was confirmed for "invalid impedance". As received, the lead was cut in two segments in a manner consistent with explantation. The stimulation segment had a kink where all of the wires were broken. The damage observed, coupled with the details of the reported event, is consistent with an overstress condition the lead was subjected to while it was implanted. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt's ((B)(6)) lead was replaced due to a gradual loss of stimulation. Initial diagnostic test revealed invalid impedance measurements for several lead contacts; however, a subsequent diagnostic test revealed the impedance issues had progressed to all lead contacts. The pt denies experiencing any event which may have attributed to this matter. Effective stimulation was recaptured for the pt following the replacement procedure.